Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the 'ok' and contrast buttons were found to be unresponsive. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the battery compartment was found to be cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: the 'ok' button was found to be unresponsive. This report is being made based on evaluation results.